Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to the hospital on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. While in the hospital they attempted to resume insulin pump in the morning of (B)(6) 2017. By noon time, when their meal came, their stomach began to hurt. They had a migraine and was nauseous. The customer elected to remove the insulin pump and was put back on manual injection. The customer¿s blood glucose during the incident was around 400 mg/dl. The device will not be returned for analysis.